Event description:
As reported, approximately 3 years post transcatheter aortic valve replacement (tavr) with a 26 mm spaien 3 valve, a valve in valve (viv) was performed with a 26mm sapien 3 ultra valve due to paravalvular leak (pvl). The original sapien 3 valve was placed too ventricular. The patient is in stable condition post procedure.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bio prosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient/procedural factors (original sapien 3 valve was placed too ventricular) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The 26mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During the manufacturing process, the entire device is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system with s3 IFU, the procedural manual and valve-in-valve patient screening and procedural training supplemental manual was reviewed for guidance. The procedural manual provides guidance for verification of thv function. At the completion of the procedure verify sapien 3 in aortic surgical valve function with performing a supra aortic angiogram to evaluate device performance and coronary patency and use echo measure and record the transvalvular pressure gradients and assess valve competency. Transcatheter heart valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. In addition, there are sapien 3 positioning considerations: align the base of the positioning marker 3-5mm above the base of the surgical valve stent frame, align the outflow of the crimped sapien valve 2mm above the surgical valve outflow markers and align the base of the center marker with the annular plane. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for paravalvular leak was unable due to unavailability of procedural imagery/returned device. No potential manufacturing non-conformance were identified. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Several procedural and anatomical factors can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. As reported, 'approximately 3-year post tavr with a 26mm s3 valve, a valve in valve was performed due to pvl. The original s3 was placed too ventricular'. In this case, if the valve placement too low or too ventricular can lead to pvl over the time due to the valve can compromise the sealing provided by the skirt between the deployed valve and the target site (annulus or pre-existing valve). In this case, available information suggests that procedure factors (original valve placed too ventricle) may have contributed to the complaint event. However, without further information, a conclusive root cause is unable to be confirmed at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.